Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly; the stretch resistant wire (sr wire) to the embolization coil was fractured and the coil was unraveled; the distal detachment tip (ddt) was fractured off the distal end of the pusher assembly. Conclusions: evaluation of the returned device revealed that the sr wire was fractured and the embolization coil was unraveled. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted against resistance, damage such as this may occur. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. The root cause of the resistance experienced while advancing and retracting the ruby coil through the non-penumbra microcatheter could not be determined. Further evaluation revealed that the ddt was fractured off the distal end of the pusher assembly. This damage was likely incidental, and may have occurred due to further forceful withdrawal of the ruby coil against resistance caused by the unraveled embolization coil. Penumbra coils are inspected during in-process inspection and by quality after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician deployed and detached initial ruby coils into the target vessel using another manufacturer's microcatheter. While attempting to advance a new ruby coil through the microcatheter, the physician experienced resistance and decided to remove the coil. However, while retracting the ruby coil, the physician encountered resistance and subsequently, the coil unintentionally detached from its pusher assembly inside the microcatheter. Therefore, the microcatheter containing the coil was removed from the patient, then the detached coil was safely removed from the microcatheter. The microcatheter was then flushed and the procedure was completed using new ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.